Event description:
Luer lock so loose the flush syringe (for adenosine) did not lock and fell off after being screw on when needed to flush post adenosine administration. This caused ed adenosine administration.